Event description:
Patient experienced pain and a seroma starting 2003 that is approximately one year after the device had been explanted. The seroma was drained three times over three months. The pain and seroma had resolved after the third aspiration.